Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: medtronic product ID: evproplus-29, serial #: (B)(6); UDI#: (B)(4); ubd: 2026-09-13 medtronic product ID: d-evprop23-29, lot#: 0012414841; UDI#: (B)(4); ubd: 2026-08-26. Non-medtronic product ID: 24mm vacs dilatation balloon, lot #: unknown, ubd: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic valve replacement procedure, a pre-implant balloon dilation was performed using a 24mm non-medtronic (vacs) balloon. The delivery catheter system (dcs) and loaded valve were inserted into the patient and navigated to the heart. During the attempted deployment, to the point of no recapture, the valve frame did not expand as expected. The dcs was used to recapture the valve and a second deployment attempt was made. However, once again, as the valve was deployed to the point of no recapture and the valve frame did not expand as expected. The valve was recaptured and the dcs was withdrawn from the patient. A new valve was loaded onto a new dcs, inserted into the patient, and navigated to the heart. During deployment, the valve frame was compressed and not expanded as expected. A decision was made to fully deploy the valve. A post-implant balloon dilation was performed using the same 24mm non-medtronic (vacs) balloon with a good result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.